Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. While it is unclear, and rep not able to confirm what product was in use by the customer to ensure that this was a bd product, conservatively filing an MDR as bd products are sold in that facility.

Event description:
It was reported that bd undisclosed pivc catheter cracked. The following information was provided by the initial reporter: "pt admitted w/ biventricular heart failure s/p hm3, now in ICU for >1week, difficult vascular access. Left brachial arterial line placed (B)(6) 2025. Aline lost blood return overnight (B)(6). About 13:00 on (B)(6), aspirated w/o blood return, then pulling air into line. Flushed w/leaking of saline out of site. ICU fellow and rc to bedside. Unable to rewire/pass wire down catheter. Aline removed; pressure held. Catheter found to have split/crack proximal to hub, tip intact. ICU attending aware, at bedside. Pt in pain during trouble shooting of a line, rewiring, removal, and then through replacement requiring additional medications and procedures."